Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID neu_unknown_ext (lot: unknown); product type: 0191-extension; citation: tsuji, masamune; yamashiro, kei; morishita, takashi; hirota, atsushi; iida, hitoshi; baba, yasuhiko; abe, hiroshi. Severe whip-like cervical tics as an indication for thalamic deep brain stimulation: report of two cases. Tremor and other hyperkinetic movements 2025. Doi: 10.5334/tohm.1010 b.3. Please note that this date is based off of the date of publication of the article as the event dates were not provided in the published literature. B.5. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding ¿severe whip-like cervical tics as an indication for thalamic deep brain stimulation: report of two cases." Multiple manufacturer¿s devices were implanted in the study population. The following medtronic devices were used: percept rc implantable pulse generator (ipg) and lead model b3301542. Among the two patients in the study, adverse events / device product performance issues included: at the 3-month follow-up, patient¿s tics suddenly worsened, suggesting a lead or extension fracture. An extension fracture was confirmed, resulting in extension replacement. It was suspected that when the patient¿s neck was extended, the ipg caught on the clavicle, placing stress on the extension and causing breakage. Two days post-replacement, the patient¿s cervical tics improved. No further information was provided pertaining to medtronic products.